Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 due to lead migration (reference MFR. Report: 3006705815-2018-00558 and 1627487-2018-00479). The physician attempted to implant one model 3186 lead and was unable to implant the lead due to the presence of scar tissue. The procedure was abandoned and the patient will be referred to a neurosurgeon for further surgical intervention.